Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative troponin I (tni) result on triage cardiac panel. Three different draws from same patient gave different results. The patient was admitted based on the results of the 1st test and catheter confirmed diagnosis of acute mi. False negative results on tni may lead to missed diagnosis for mi.